Event description:
During follow-up, undersensing and impedance issues were noted on the right ventricular lead. An increase in threshold and impedance issues were also noted on the right atrial lead. Both leads were explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Event description:
Damage was observed on the leads during explant.

Manufacturer narrative:
The reported events were variation of impedance and increase capture threshold were not confirmed. As received, a complete lead was returned in one piece. The conductors were shorting at the procedural damage area. After isolating the conductors, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage